Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-jul-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure, after the sheath was inserted into the patient¿s body, the hemostatic valve was observed folded inside the hub. A few blood drops dripped from the valve. The physician withdrew the sheath from the body immediately and replaced it with a vizigo sheath. The procedure continued without further issues. There was no impact to the patient. The device evaluation was completed on 27-sep-2021. The product was returned to biosense webster for evaluation. It was sent to the cardinal health for further investigation. Visual analysis of the returned sample revealed kinked at 33.0 cm from the hub. No hemostatic valve separation could be confirmed. The unit was thoroughly inspected and no anomalies could be observed neither on the hub nor on the cap or on the hemostasis valve gasket of the received cannula sheath. The bent shaft could be related to the handling of the device during shipment. Per functional analysis, an insertion/ withdrawal test was successfully performed on the unit. The pref. 8f vessel dilator was inserted/ withdrawn several times into the cannula sheath via hub. Neither hemostasis valve separation nor cap to hub detachment issues were found on the unit. Additionally, a cap to hub pulling test was done in the unit. The cap was grab and forcibly pulled off to confirm or discard any cap separation issue. No anomalies found. The cap of the unit was properly attached to the hub of the cannula sheath as expected. The complaint reported by the customer as ¿hemostasis valve/hub-separated¿ was not confirmed. Besides the observed kinked condition on the cannula sheath,the way it was received for evaluation, no other anomalies were found neither on the hub nor on the cap or on the hemostasis valve gasket of the unit. A device history record review was performed and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the as the device performed without any hub detachment issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Clarification being requested on the device used as the event states a vizigo sheath was used; however, the device added to the complaint file was the preface¿ guiding sheath with multipurpose curve. With the information available, the event was assessed as MDR reportable under the preface¿ guiding sheath with multipurpose curve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a preface¿ guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure, after the sheath was inserted into the patients body, the hemostatic valve was observed folded inside the hub. A few blood drops dripped from the valve. The physician withdrew the sheath from the body immediately and replaced it with a vizigo sheath. The procedure continued without further issues. There was no impact to the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event was not assessed as a patient event since theres no indication that an intervention was required or that patients hemodynamics was compromised. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Additional information was received on 11-aug-2020 clarifying that the expiration date for the device was 30-jun-2022. The device was received at the facility prior to the expiration date. The device did not expire during storage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during further review, a correction was noted to the 3500a follow-up #2 under d4. Expiration date. Updated this field to reflect 30-jun-2022.

Manufacturer narrative:
On 22-jun-2021, biosense webster inc. Received additional information indicating the product involved in this case is the preface® guiding sheath with multipurpose curve reported. The hemostatic valve was observed folded inside the hub. After the sheath was put into the body, physician found few blood dripped, so the physician withdrew the sheath out of the body immediately. Changed it to a new sheath to complete the procedure without any problem. There was not any impact to patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).